Event description:
It was reported to boston scientific corporation that an advantage was implanted on an unspecified date. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perineum pain; thigh pain; other pain: above cervix area - constant pain; painful intercourse; inability to have intercourse; offensive vaginal discharge; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; damage; psychiatric injury. Nonsurgical treatments: on (B)(6) 2010 the patient commenced medication: antibiotics for the treatment of: kidney infection. They are re-occurring; around 4 per year since 2014. Treatment duration: 6 days. On (B)(6) 2021 the patient commenced treatment: antibiotics for the treatment of: kidney and urine infection. Treatment duration: 2 weeks. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training).

Manufacturer narrative:
Block a1: (B)(6). Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on an unspecified date. The patient experienced complications and nonsurgical treatment. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; perin pain; thi pain; oth pain (above cervix area - constant pain); pain inter; inab inter; off vag dis; diff bowel; incont not pres; rec incont; aggrav incont; damage; psych. Nonsurgical treatments: on (B)(6) 2010 the patient commenced pain medication: antibiotics for the treatment of: kidney infection. They are re-occur, I have around 4 per year since 2014. Treatment duration: 6 days. On (B)(6) 2021 the patient commenced physiotherapy treatment (including pelvic floor exercises or training) for the treatment of: kidney and urine infection. Treatment duration: 2 weeks. The patient was treated with physiotherapy treatment (including pelvic floor exercises or training).